Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. Visual inspection noted irregular balloon burst without missing pieces. A potential root cause for this failure mode could be due to high mechanical stability time (mst) of incoming latex or coagulant dip 2 or dipping speed too slow or user related (mishandling product or exposed to petroleum or sharp objects). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients with known allergy to silver coated catheter." The actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out with a popping sound and the balloon rupture was observed on the 18th day of use. Per follow up stated that it was unknown whether there were any missing pieces inside the patients body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out with a popping sound and balloon rupture was observed on the 18th day of use. Per follow up information received via ibc on (B)(6) 2021, stated that it was unknown if there were any missing pieces inside the patient's body.